Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure for new catheter placement, when trying to use the catheter, the guidewire would not allow the catheter to insert correctly. It was stated that it jammed and they had to pull it back out, but the wire was stripped. Furthermore, the wire would not fit through the catheter, and it was also stated that the problem was only the guidewire. The insertion site was treated prior to product placement. There was no cleaning agent used on the product. The catheter was not repaired; there was no leak, and there was no luer adapter issue. Besides the reported issue, there were no other visible defects or damages found on the product at the time of the event. There was no excessive force used on the product at any time. A tego was not utilized and flushing was performed with a normal result. The guidewire plus 18-gauge needle had to be removed simultaneously. When removed, the guidewire was no longer intact; the end was frayed but all accounted for. They had to use a new kit for the guidewire only, and it was replaced with another one with a different product ID and the procedure was completed. There was no blood loss, and blood transfusion was not performed. There was no reported patient injury.

Manufacturer narrative:
Additional information: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure for new catheter placement, when trying to use the catheter, the guidewire would not allow the catheter to insert correctly. It was stated that it was stuck, and they had to pull it back out, but the wire was stripped. Due to the event, the guidewire plus 18-gauge needle had to be removed simultaneously without any tools, just by hand. When removed, the guidewire was no longer intact; the end was frayed but all accounted for. Furthermore, the wire would not fit through the catheter, and it was also stated that the problem was only the guidewire. The catheter was not repaired; there was no leak, and there was no luer adapter issue. There was nothing else unusual observed on the product prior to use. Besides the reported issue, there were no other visible defects or damages found on the product at the time of the event. The insertion site was treated prior to product placement. There was no cleaning agent used on the product. There was no excessive force used on the product at any time. A tego was not utilized, and flushing was performed with a normal result. They had to use a new kit for the guidewire, and it was replaced with another one with a different product ID and the same lot number, and the procedure was completed. There was no medical interve ntion required as a result of the event. There was no blood loss, and blood transfusion was not performed. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure for new catheter placement, when trying to use the catheter, the guidewire would not allow the catheter to insert correctly. It was stated that it was stuck, and they had to pull it back out, but the wire was stripped. Due to the event, the guidewire plus 18-gauge needle had to be removed simultaneously without any tools, just by hand. When removed, the guidewire was no longer intact; the end was frayed but all accounted for. Furthermore, the wire would not fit through the catheter, and it was also stated that the problem was only the guidewire. The catheter was not repaired; there was no leak, and there was no luer adapter issue. There was nothing else unusual observed on the product prior to use. Besides the reported issue, there were no other visible defects or damages found on the product at the time of the event. The insertion site was treated prior to product placement. There was no cleaning agent used on the product. There was no excessive force used on the product at any time. A tego was not utilized, and flushing was performed with a normal result. They had to use a new kit for the guidewire, and it was replaced with another one with a different product ID and the same lot number on the same day of the event, and the procedure was completed. They dropped off a replacement catheter four days after the event as a restock. There was no medical intervention required as a result of the event. There was no blood loss, and blood transfusion was not performed. There was no reported patient injury.